Event description:
Coopervision was made aware by (B)(6) regulatory authority of an event in which the pt sustained a corneal scar after lens use. The date event occurred is unk. The exact type of lens is unk but noted as possible a proclear lens and that the lens was discarded. Good faith effort to obtain additional medical information was made and no further information is available. The complaint is unconfirmed. This report is being submitted with and abundance of caution on the possibility of a corneal scar.

Manufacturer narrative:
The type of lens and lot number is unk and no lens was returned for evaluation. The complaint cannot be confirmed. Therefore, this report is submitted to the FDA in an abundance of caution.